Event description:
The center director reports a pt that developed central toxic keratophy (ctk) in the right eye following unilateral lasik surgery. The surgeon stated, he felt the pt will heal, but it could take 6-14 months. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.